Event description:
Intermittent status led upon insertion of a new pad-pak. No patient involvement.

Manufacturer narrative:
Failed -ve terminal pogo pin. Upon receipt, the device would power off unexpectedly, as per reported fault. The investigation revealed the -ve terminal pogo pin was shorter than the other pogo pins and could only spring back partially into position, indicating the pin had failed. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations, a low battery fail and the eventual failure to power on the device.

Event description:
Intermittent status led upon insertion of a new pad-pak. No patient involvement.